Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column that would not function correctly intermittently.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective power supply for the vertical lift column. The ps3 power supply was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.